Event description:
It was reported the segmental dystonia patient¿s implantable neurostimulator (ins) had experienced ¿premature¿ battery depletion. A longevity calculation based on the ins¿s settings indicated the ins ¿should stimulate approximately two and a half years,¿ however it was noted ¿the stimulation stopped at approximately ten months.¿ though the exact values were not available, it was noted that ¿impedances were normal at both sides.¿ it was also noted the patient had a pocket adaptor implanted. The patient¿s physician indicated the patient had cycling enabled with a ¿range of +/- 0.6 v,¿ while the patient¿s manufacturer representative noted he ¿thought there was no cycling.¿ there were ¿no¿ shocking or jolting sensations around the pocket or lead/extension connections. The ins was replaced as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found an electrical short caused by a foreign material.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.